Manufacturer narrative:
It was reported to philips that the device had a proximal pressure sensor error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide warranty repair. The fse confirmed that motor controller (mc) printed circuit board assembly (pcba), data acquisition (da) pcba, central processing unit (cpu) pcba, or power management (pm) pcba may require replacement to resolve the issue. The repair information could not be confirmed after multiple good efforts were made to contact the customer.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported to philips that the device had a machine and proximal pressure sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.